Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the saw guide broke during the operation at normal use. The threaded shaft broke off the fixing screw. The broken off part is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An investigation has shown that the screw of the saw guide was reported broken. The review of the production history revealed that this instrument was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these results, the cause of failure is not due to any manufacturing non-conformances and high applied mechanical force led to the breakage.